Event description:
Patient reported a lap-band "puncture" and the device is "prolapsed" first noticed when the patient reported "vomiting, band tightness, weight gain and increased appetite." The lap-band system is scheduled to be removed but not replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or model number.